Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that safety mechanism for needle fails when attempting to remove gripper. Has occurred on two separate occasions with the same lot number. No other information was provided. This report addresses both devices.

Event description:
It was reported that safety mechanism for needle fails when attempting to remove gripper. Has occurred on two separate occasions with the same lot number. No other information was provided. This report addresses both devices.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that safety mechanism for needle fails when attempting to remove gripper. Has occurred on two separate occasions with the same lot number. No other information was provided. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed and the cause was determined to be supplier related. The product returned for evaluation was 33 sealed 20g x 0.75in. Powerloc max infusion sets w/y-site. Each unit was tested by attempting to advance the safety mechanism. During testing, five of the units encountered resistance when engaging the safety mechanism. Microscopic examination under uv light assistance revealed a white/clear adhesive-like substance at the interface of the needle shaft and safety mechanism. That material fluoresced under ultraviolet light, which was consistent with the adhesive used to assemble the infusion set. From this, it appeared that adhesive was deposited on the needle shaft during device manufacture, which bound the safety mechanism to the needle. The device is a supplied component and the supplier was notified of the event.